Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had an intermittent power issue. The reporter stated that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 07/14/2015 with the following findings: the pump's black box showed that multiple pump reboot events occurred on and after (B)(6) 2015. The returned battery cap threads were found to be stripped and the cap was unable to maintain an electrical connection with the pump. A battery compartment crack was observed on the side, extending from the threads down to the case seal. A test battery cap was unable to be fully secured to the pump. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no power interruptions occurring.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.